Event description:
Customer reported issues with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections include replacement of the main switch, cooling fan, and 3 caps on recorder board. Unit was calibrated and safety tested to factory specs.